Event description:
A technician reports anterior chamber bubbles following flap creation. The surgeon was unable to track over the bubbles and elected to turn the tracker off to complete the case. No injury has been reported, and no further information is anticipated.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4).